Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿connector there was an issue with leakage. It was stated ¿upon completion of chemo infusion, flush bag attached at clave site on tubing above pump cassette and infused. A second chemo was attached to the infusion tubing below the pump cassette on the clave connector closest to the patient - tubing was clamped. When the injector was removed from the connector (of the completed chemo), a few dots of fluid were noted on the pad under the connector these dots were probably saline from the flush". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: since no physical or picture samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Since a lot number was unavailable for this incident, a production history review could not be performed and retained samples from the manufacturing facility could not be evaluated. During the molding process, visual inspections are performed for the connectors and quality dimensions are measured. During the assembly process, the welding and the position of the membrane and checked for accuracy. Leakage testing is also performed during the assembly process to ensure quality and functionality. Based on the limited investigation, a cause for the reported issue could not be determined. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.